Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 20mm x 142cm coyote es balloon was advanced for dilation. However, it was noted that the balloon ruptured during the first inflation. The procedure was completed with a different device. There were no patient complications as a result of this event.